Manufacturer narrative:
(B)(4). Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. Date of event: unknown, not provided. If implanted, give date: unknown, not provided. If explanted, give date: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zcb00, was performed because the patient was unhappy with their vision. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and was received already cut in 2 pieces, most likely to make the explant possible. Visual inspection at 10x magnification showed small loose particles on the sample compatible with handling the lens out of a particulate controlled environment. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process. The measuring intraocular lens quality (miq) measurement for diopter of this lens was reviewed and found within specifications. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: this report is being submitted as follow-up number one (1) for manufacturer report number 2648035-2016-00111. In review, what should have been follow-up #1 was inadvertently submitted with the number two (2) populated in section g6 type of report follow-up #. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.